Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts were lifted up on row 6 and row 16 from the distal end of the stent. The undamaged mid-section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive pressure being applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderate to severely calcified left anterior descending artery. A 3.50 x 28 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The physician pulled the device out to pre-dilate the lesion and after removal, it was noted that there were stent struts starting to peel away from the balloon. Pre-dilatation was then performed and the procedure was completed with another 3.50 x 28 synergy ii drug-eluting stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderate to severely calcified left anterior descending artery. A 3.50 x 28 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The physician pulled the device out to pre-dilate the lesion and after removal, it was noted that there were stent struts starting to peel away from the balloon. Pre-dilatation was then performed and the procedure was completed with another 3.50 x 28 synergy ii drug-eluting stent. No patient complications were reported and the patient's status was fine.